Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer complained of sickness and vomiting. The customer's blood glucose was 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Her blood glucose was stabilized, she was discharged, and she changed the infusion set. She declined troubleshooting for high blood glucose, stating that she felt as though the issue had been related to an unsuccessful set change. She stated that she felt fine but that her blood glucose had risen since treating with a back-up plan. She declined emergency medical services. At the time of call, her blood glucose was 518 mg/dl and 550 mg/dl a back-up meter. She stated that she would call her doctor to treat. She felt okay and advised that her blood glucose was lowering. Her most recent blood glucose was 412 mg/dl after treating with the device. She noted that she would monitor herself and consult a doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.